Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio observed that the main power harness cable that goes from the device's battery pins was not fully seated where it connects to the power pcb assembly. The loose connection caused the device to power off intermittently. Physio then reseated all the connections and, as a precaution, replaced battery pins. After observing proper device operation through functional and performance testing, the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when they tilted their device on its back, it would power off. There was no patient use associated with the reported event.